Event description:
A report was received from the USA with information that the ventilator had a touchscreen failure. The malfunction occurred during pt use. The pt was removed from the ventilator. There was no pt injury reported. The date of the event was not reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the touchframe array within graphic user interface (gui) bezel. The cse replaced the touchframe cable assembly, and complete all testing with the performance verification testing. Return ventilator ready for use. (B)(4).